Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the pairing failed between mobile device and the transmitter. Customer was advice to delete the insulin pump pairing from the mobile device's bluetooth settings and to force close the minimed mobile app and re-launched. Customer stated that the pairing was not successful. No harm requiring medical intervention was reported. The device will not be returned for analysis.